Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to a video-assisted thoracoscopic surgery (vats) due to the limited space to work in the patient's anatomy. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, a surgeon was performing a robotic surgery for resecting the right middle lobe of a patient. He considered it a complicated case previously but as he was advancing in the procedure, it was more than expected. He advanced most of the required dissection, however, as he got closer to the base of the tumor, he also got closer to the bronchus and important vasculature and had very limited space to work. To prevent more bleeding, ensure adequate tumor resection, and avoid any major incident, he decided to convert the end of the surgery to a video-assisted thoracoscopic surgery (vats). There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 25-aug-2023, intuitive surgical, inc. (1s1) received the following additional information about the reported event: as a precautionary measure, the end of the procedure was converted to video-assisted thoracic surgery (vats). This intervention was performed to enable better vascular control, prevent damage to the pulmonary artery, and ensure adequate tumor resection. The estimated blood loss amount was about 100ml from tissue dissection. An existing robotic port incision was enlarged to pass instruments through. A total of two robotic port incisions were used in the vats. No additional port incisions were made. Although complications were anticipated, the surgeon had not anticipated converting the procedure as it was planned to be entirely robotic initially. Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. Review of the instrument log was not performed because the system is not connected to on-site. Review of the system log was not performed because the system logs are not available at this time as the system is not connected to on-site.

Manufacturer narrative:
On 22-sep-2023, the following additional information was obtained: as a precautionary measure, the end of the procedure was converted to video-assisted thoracic surgery (vats) so there were no interventions performed to specifically control bleeding. The surgeon made the clinical decision to convert to laparoscopy due to the closeness of the tumor to the pulmonary artery. The surgeon was not feeling much comfortability with the robot, so he preferred to continue the procedure by converting to vats. The patient tolerated the conversion. The patient did not experience any post-operative complications. The patient has been discharged home.